Event description:
During removal of ureteral stent part of the stent broke off and was unable to be removed through the ureteroscope. A ureteral lithotomy was done to remove the retained piece of stent.